Event description:
It was reported that a cassette error occurred when admin cassette was attached. The event occurred during testing; there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3/h6: the suspected device was returned for an evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The visual inspection showed the damaged rear housing and uso deal delaminated. Functional testing was performed. The downstream occlusion (dso) sensor was noted as nonfunctional, and the complaint was confirmed. The rear housing, clock battery, uso seal and dso sensor were replaced. The device passed all functional testing after repair.